Event description:
The procedure was a laparoscopic cholecystectomy. During closure, retractors were put in place after all trocars were removed and the surgical team observed a clear piece of the outer portion of the radially expandable sleeve deep in the incision. The surgeon retrieved it with a forceps.